Event description:
On (B)(4) 2015, we received a copy of medwatch, uf/importer # (B)(4). The customer reported that a pt presented for a thrombectomy procedure of an arteriovenous (av) graft. The physician used an angiojet solent proxi thrombectomy set to treat the occluded av graft. During the procedure, the tip of the catheter separated from the device and remained in the pt's vessel. The physician attempted to retrieve the broken tip with the use of a balloon and upsizing the sheath but was unsuccessful. The pt was sent to the operating room to have the segment removed surgically. Note: this event occurred on (B)(6) 2014; however, we were not made aware of this event until (B)(4) 2015.

Manufacturer narrative:
Quality assurance product analysis received and examined the returned angiojet solent proxi thrombectomy set. Visual examination confirmed that the catheter tip was missing and the catheter was stretched and deformed at the inflow and outflow windows. Product analysis could not functionally test the unit due to the damaged tip. Product analysis determined that the cause of the tip deformation was due to torquing and pulling of the catheter after it had become caught in the sheath. This info does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.